Event description:
The patients explanted device was discarded.

Event description:
Implant and warranty registration card were received indicating that the patient received a full revision due to high impedance. The explanted suspect product has not been received to date. No additional relevant information has been received to date.

Manufacturer narrative:
Device manufacture date - correction - inadvertently put na in the initial MDR submitted when it should be ni.

Event description:
It was reported by the neurologist that the patient's generator could not be interrogated suspected due to battery depletion as it was implanted for about 18 years ago. No attempts for product information could be made as the surgeon at the time of implant was not known. It was later reported by the or support specialist, that the generator was attempted to be interrogated prior to surgery but failed. When the new generator was implanted, there was high lead impedance. It appeared the leads were inserted incorrectly in the generator so this was corrected with the positive pin being inserted at the bottom and negative at the top. After correcting this, there was still high lead impedance. Pin insertion was verified past the connector block and re-inserted multiple times but there was still high impedance when performing system diagnostics. The lead was not revised as the surgeon wanted to check with the family on how to proceed. Based on the information received, incomplete pin insertion can be ruled out as the cause of the high lead impedance. Product return attempts for the explanted generator could not be made as the site is known to discard the product during the surgery. No surgical intervention is known to have occurred to date other than the one mentioned above of the generator replacement. No additional relevant information has been received to date.